Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. Patient reported they went to lowe's the other day and went through security gates and felt the stimulator go crazy inside of them and they stopped and froze in the security gate area. Patient reported this was friday of the prior week. Patient was not experiencing any difference in therapy and was wondering if it was normal to feel this when going through security gates. Security gate/airport guidelines were reviewed with the patient. Patient was directed to follow-up with their healthcare provider if there were any differences in therapy in the future. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.